Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on a cobas e 411 immunoassay analyzer (serial number (B)(4)). No incorrect results were reported outside of the laboratory. The patient sample was tested on the e411 analyzer, resulting in a ft3 value of 4.35 pg/ml. The sample was repeated many times on the same system and the result could be duplicated. The patient was tested at a second site using an unknown chemiluminescence method, resulting in a ft3 value of 3.24 pg/ml. It was asked, but it is not known if all measurements were performed with the same sample collected from the patient. Sample measurements were performed on both (B)(6) 2022 and (B)(6) 2022.

Manufacturer narrative:
Upon review of quality control data, all control results were out of range. Calibration data was provided from after the event and this recovered within expected ranges. The investigation could not identify a product problem. The cause of the event could not be determined. A general product problem could be excluded.

Manufacturer narrative:
The customer has confirmed that each sample measurement was performed with different samples collected from the patient at different times.